Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found patient restraint wires, short black cover, battery bay screw post and internal screw post were damaged. Additionally, there was blood contamination and corrosion of internal metal coating was observed. The autopulse platform is a reusable device and was manufactured on 02/16/2007. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the platform was performed and no abnormalities were noted. During functional testing ua7 message was observed upon power-up. Further testing showed that one of the load cell modules was defective resulting in the platform displaying a ua 7 message. In summary, the customer's reported complaint of autopulse displaying user advisory 7 was confirmed during functional testing. The root cause for ua 7 was determined to be due to a defective load cell module. After replacing both modules, the platform passed load cell characterization test. The platform passed all final testing criteria.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a shift check and upon powering up the device, the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. No patient involved was reported with this event. No additional information provided.